Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and longtrace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. Unit received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert. Customer did received low battery alert prior to the replace battery alert. Customer stated that insulin pump battery cap was not loose, cracked or damaged. Customer stated that insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.